Event description:
Customer initially reported an overinfusion of insulin. A 100 units of regular insulin in 100ml ns was reportedly programmed at 14ml/hr on an ICU pt. The drip was believed to have been started at 12:39pm and the bag was found empty at 14:40. The pt's blood glucoses dropped to 31 and the pt required extra dextrose. Later, the ICU nurse manager discovered that although the rate was changed from 16ml/h to 14/ml/h at 12:39, the bag had actually been changed at 8:30am. The insulin had infused at 16ml/hr x 4 hrs and then 14ml/hr x2 hrs, therefore 92 of the 100ml would have infused and it is no longer clear that any overinfusion occurred. The customer is still evaluating why the pt's glucose dropped so low and would like an event log review. The devices were sequestered. Tubing and bag were discarded. Customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The event logs and data set have been rec'd and log review is pending. A f/u report will be submitted once the investigation has been completed. No devices rec'd, log review only.